Event description:
It was reported that bd vacutainer® pst¿ gel and (lh) 83 units blood collection tubes had poor barrier separation. "It was reported that customer is experiencing poor barrier separation. Phone call verbatim: the gel did not go to the bottom of the tube. One this morning that the gel floated to the top. Three hospital system - all three hospitals are having similar issues. [Initial pr (B)(6)]."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. Retention samples were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged using an mse mistral 1000 centrifuge. All samples and control were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, poor barrier separation based on the photo provided. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and (lh) 83 units blood collection tubes had poor barrier separation. "It was reported that customer is experiencing poor barrier separation. Phone call verbatim: the gel did not go to the bottom of the tube. One this morning that the gel floated to the top. Three hospital system - all three hospitals are having similar issues. [Initial pr (B)(4)]. "